Event description:
A ruptured implant. A 49 year old white female g2p2 status post bilateral subcutaneous mastectomies for fibrocystic disease on 2/2/90. Family history of breast cancer, prior biopsies. With placement expanders on 6/8/90 she had replacement with 400cc mcghan gels complicated by post-operative right hematoma requiring drainage. She complained of local and systemic problems since. She denies decreased size or history of trauma but complains of increased firmness and distention with flattening of inferior poles ofnomina/anatomica complexes as well as pain. She complains of arthralgias, myalgias (morning stiffness), paresthesias, dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, hot flashes, sweats, headaches, periodontal disease, visual disturbances, memory loss, dry mucous membranes, hair loss, oral sores, rashes, sensitivity to cold, sun and chemicals (positive raynauds), gastrointestinal and genitourinary problems. Pt otherwise healthy.